Event description:
It was reported, "during PICC placement, when using settinger, after the guidewire was successfully inserted, when the catheter sheath was inserted, it was found that there were barbs at the end of the guidewire, and the sheath did not pass through the guidewire. Use sterile scissors to cut off the end of the guidewire and insert it into the catheter sheath." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of a guidewire were returned for evaluation. An observation of the first photograph showed the proximal end of the guidewire within the distal end of the dilator. No damage could be seen on the guidewire in this returned photograph. An observation of the second photograph showed the proximal end of the guidewire. What appears to be a small amount of damage was observed near the end of the guidewire in the returned photograph; however, no details of this damage could be discerned due to the quality of the returned photograph. Use residue was observed on the sample in the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported, "during PICC placement, when using settinger, after the guidewire was successfully inserted, when the catheter sheath was inserted, it was found that there were barbs at the end of the guidewire, and the sheath did not pass through the guidewire. Use sterile scissors to cut off the end of the guidewire and insert it into the catheter sheath." No other information was provided.